Event description:
It was reporter that the insulin pump stopped working. The customer tried several batteries to no avail. The customer's blood glucose was 147 mg/dl. The customer reverted to an old insulin pump that they had. Troubleshooting was performed but the display still did not return. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The device was monitored. No blank display noted. All the operating currents tested within specification range. No damage to lcd board noted during visual inspection.